Event description:
A medtronic ent representative reported the fusion navigation system software stopped tracking during a case. The system was working properly but then became unresponsive and stopped tracking all instruments. Taking a step back in the software and then advancing to navigate resulted in everything functioning properly. Case continued to completion with no other issues and without impacting the pt.

Manufacturer narrative:
RMA issued. The systems emitter was returned to the manufacturer; no fault was found per the evaluation results for communication, tool ports, navigation mode and tool coils. Emitter passed the peg board test with an error of 1.710mm. Replacement shipped 05/16/2012. The manufacturer has not received the systems log files or archives to complete allow completion of the software evaluation.